Event description:
The user facility (an animal hospital) reported that a hypodermic needle "broke" during an intramuscular injection on a canine. Follow-up communication with personnel at the facility confirmed: (1) the dog was reportedly ¿jumping around¿ during the injection; (2) the vet decided to let go of the syringe; (3) subsequently, the needle ¿broke off inside the dog;¿ (4) a surgical procedure was then successfully performed to retrieve the detached distal portion of the needle; and (5) the dog is reported to be ¿okay.¿

Manufacturer narrative:
(B)(4). This report was not associated with a human patient. Results - are based upon returned sample evaluation; conclusion - based upon returned sample evaluation; examination of the returned sample determined: (1) there is visible evidence of significant bending of the cannula in one direction; and (2) the bending was severe enough to cause kinking of the cannula shaft as evidenced by the profile of the exterior surface and the distortion of the lumen to an irregular oval shape. Inspection & testing of retained samples confirmed that there were no defects and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the returned sample appearance is consistent with severe bending of the cannula resulting in breakage. All available information has been placed on file in quality assurance at the manufacturing facility for tracking, trending, and follow-up. Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4).